Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd plastipak¿ luer-lock syringe when drawing up the solution into the syringe, the technician noticed a contaminate on the rubber part of the plunger. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: 1 picture and 1 used sample of 30ll was received. On visual inspection of the sample and pictures received, it can be observed white foreign matter attached to the stopper. DHR of lot 1703230p has been reviewed not finding any annotation or deviation regarding the alleged defect. Conclusion: the root cause is that the white foreign matter is silicone from stoppers. During assembly process stoppers are located in stopper-feeders to be assembled to plungers in assembly wheel. Lubrication from stoppers remained accumulated in this stopper-feeder causing it resulted attached to the stopper.